Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Lot number was not reported; however, potential lot numbers were provided. The information for those numbers is as follows: medical device lot #: 10520491. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1010520491. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clogged while using bd micro-fine¿+ 6 mm pen needle. No patient impact was reported. The following information was provided by the initial reporter: when the consumer wants to inject the insulin that sometimes the liquid does not come out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that a needle clogged while using bd micro-fine¿+ 6 mm pen needle. No patient impact was reported. The following information was provided by the initial reporter: when the consumer wants to inject the insulin that sometimes the liquid does not come out.